Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The target 99% stenosed lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. After poba with the 2.5x15mm quantum maverick balloon, the lesion was dilated several times and the balloon ruptured at 15 atm's. The procedure was completed with another device. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complaint device was not returned, therefore, product analysis was not possible. Without an analysis of the complaint device, it was not possible to confirm the reported damage and inspect the device for possible root causes. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.